Event description:
The customer reported the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
No ge service was provided. The customer found the interconnect cable was not connected properly and reseated the connector. System operates as intended.